Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, minimal information has been provided. There are no details regarding the patient's medical history or comorbidities. Multiple requests for additional information have been made; however, the healthcare provider has not responded. The root cause of this event cannot be confirmed with the available information. The device history record (DHR) could not be reviewed as the device serial number was not provided. Edwards lifesciences will continue to monitor all reported events. If any new information regarding this case becomes available, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards received notification that (B)(6) y-o lady with a bioprosthetic aortic valve, implanted for approximately nine (9) months, is being considered for a valve-in-valve procedure due to degeneration. The patient has a peak gradient of 91mmhg. No other information was provided.